Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between marker bands as per specification. The 11th to 13th proximal stent segments and 8th to 12th distal stent segments were raised and overlapping. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)). (B)(4). Results - (patient vessel/lesion morphology; moderate tortuosity, 80% stenosis, severe calcification), (stent deformation and failure to deliver device). Conclusion - (patient vessel/lesion morphology; moderate tortuosity, 80% stenosis, severe calcification).

Event description:
The physician was attempting to implant a 3.0 mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lcx that exhibited severe calcification, 80% stenosis and was located in a vessel with moderate tortuosity. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and damage was noted to the stent. No patient injury occurred and no clinical sequelae were reported.